Event description:
It was reported that after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 2004 the pt presented to the cath lab and had one taxus express2 - 2.5 x 24 mm stent implanted in the right coronary artery (rca) and one taxus express2 - 2.5 x 24 mm stent implanted in the circumflex artery (cx). Two days later the pt came back for a planned (staged) treatment of the left anterior descending artery (lad) in which two taxus express2 - 2.5 x 24 mm stents were successfully implanted. At this time the rca and cx were reviewed and the treated lesions look good. The following day the pt came to the cath-lab emergently from the floor with chest pains. It was determined that the pt had thrombus in all the four taxus stents. The physician placed an iabp and sent the pt to surgery. According to the physician the pt was on plavix and aspirin. In addiiton, the physician feels that the thrombus was caused from multiple of reason, one of which could be pt related. Pt status is reported as "satisfactory/good."